Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after activation using a vialmate device, particles were observed in the solution of a sodium chloride bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation still coupled with the viaflo bag and the drug vial. Visual inspection of the viaflo bag noted small, white particles (approximately 1 mm in diameter) floating in the solution. The vial-mate was detached from the viaflo bag, and visual inspection of the viaflo bag septum surface identified craters, indicating that the particle in the bag was a fragment of the septum. Visual inspection of the vial-mate needle found that the needle was not bent. The cause of the particulate matter was determined to be coring of the septum upon the viaflo bag/ vial-mate interface; however, the cause of the coring was not determined. Should additional relevant information become available, a supplemental report will be submitted.